Event description:
It was reported that loss of capture (loc) was observed on this pacemaker system but the patient was not symptomatic at the time. The field representative saw the patient in clinic and found after loc was observed programming was adjusted. No loc has been observed after the programming change. The health care professional will continue to monitor. In addition, ts found an increase in capture thresholds. Additional information from the field representative provided there was no loc on this pacemaker system. The device was reprogrammed per provider preference. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that loss of capture (loc) was observed on this pacemaker system but the patient was not symptomatic at the time. The field representative saw the patient in clinic and found after loc was observed programming was adjusted. No loc has been observed after the programming change. The health care professional will continue to monitor. In addition, ts found an increase in capture thresholds. This pacemaker remains in service. No adverse patient effects were reported.